Event description:
The customer reported failure of the air and water supply from the endoscope during an unspecified diagnostic procedure. The procedure was completed using the device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found clogging the water supply nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on the patient due to the event.

Manufacturer narrative:
Initial reporter name and address line 2: (B)(6). During inspection and testing, the amount of air supplied was insufficient due to foreign material clogging the water supply nozzle. The material was determined to be silicone. A review of the device history record found no deviations that could have caused or contributed to foreign material clogging the water supply nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the black silicone-based substances could not be specified with this analysis, since they are utilized in various kinds of application including watertight packing, silicone-based glue, silicone members. The foreign material could be from a product utilized in conjunction with the scope due to deterioration of buttons, injection tube, cleaning tube and water tank, or the peripheral equipment. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the draining function was reduced due to clogging of the nozzle, the adhesive on the bending section cover was cracked due to handling, angulation was insufficient due to elongation of the angle wire, there were scratches on multiple parts of the device, and the operation part was stained due to insufficient cleaning. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.